Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 313 mg/dl. The cause of the high bg was not known. The customer changed the infusion set site and a corrective bolus was administered to address the bg level.